Manufacturer narrative:
Date of event- estimated to be (B)(6) 2021 as this date is unknown. Implant date - estimated to be (B)(6) 2021 as this date is unknown.

Event description:
It was reported via social media that blood loss leading to blood transfusions occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was placed on eliquis after this procedure. The patient subsequently experienced blood loss amid many complications with this device. The patient required blood transfusions as a result of the blood loss.